Manufacturer narrative:
This report is to follow up with medwatch# mw5044617.

Event description:
Lap chole. "Intra-operatively clipper misfired deploying more than one (1) clip at a time. Since this event there have been several other similar occurrences reported verbally by two (2) different surgeons." Type of intervention- "ir stenting, ir drainage of collections, gi ercp and stenting, and open hepaticojejunostomy." Patient status - stable/resolved.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow up with medwatch# mw5044617.

Event description:
Procedure performed unknown. "Intra-operatively clipper misfired deploying more than one (1) clip at a time. Since this event there have been several other similar occurrences reported verbally by two (2) different surgeons." Patient status unknown.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This report is to follow up with medwatch# (B)(4). In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.